Event description:
The customer reported the ligasure did not burn completely through small amount of tissue during a colostomy closure, lap lysis of adhesions, lap low interior resection with coloproctostomy, colonoscopy, and lap drainage of left ovarian cyst. A second device was used without incident. There is no further info available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.